Event description:
On (B)(6) 2021, the system specialist at the user facility further reported there was no delay and the procedure was completed with another device. No adverse outcome to the patient was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: b3, b5, e2, e3, g2, g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the evaluation results, the cause of the image flashes malfunction is due to disconnection of the cable unit which is attributed to user handling. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: if the camera cable is curled, do not pull it forcibly, but gradually straighten it. Do not roll the camera cable smaller than 20 cm in diameter. Do not apply excessive bending, pulling, twisting, or crushing force to the camera cable. When wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. While using, hold the camera head instead of the camera cable to operate the endoscope. Do not fix the camera cable with pean. Hold the camera cable and do not pull out the video connector. Unreasonable force may be applied to the camera cable and the cable may break. The legal manufacturer will continue to monitor complaints for this device.

Manufacturer narrative:
The service evaluation found the device has a flickering image malfunction due to a faulty charged coupled device (ccd) unit. Additionally, there are kinks on the cable unit. The customer requested to have the device returned unrepaired. The device was purchased on 27, march 2018 with no previous repair records. As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but with no results. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed that a customer high definition autoclavable camera head was returned due to a report of the video shorting out during an unspecified procedure. Upon inspection and testing, the device was observed to have a flickering image malfunction due to a faulty charged coupled device (ccd) unit. No patient injury or harm was reported.